Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior, and that a sudden decrease in the battery longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for further investigation. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected, and the device should be able to provide 6 shocks exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior, and that a sudden decrease in the battery longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for further investigation. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected, and the device should be able to provide 6 shocks exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior, and that a sudden decrease in the battery longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for further investigation. A ts consultant confirmed that the device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. Therapy delivery is currently unaffected, and the device should be able to provide 6 shocks exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: new information was provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.